Event description:
It was reported that the patient was having her implantable neurostimulator (ins) and lead replaced on (B)(6) 2011. The lead had apparently moved and fractured. The patient had difficulty walking due to extreme back pain. When it was determined that a revision was necessary the device was turned off. The back pain remained for several weeks and the patient stated she felt the pain "once in a while". It was also reported that the patient experienced a loss of therapeutic effect and an overstimulation sensation. Over (B)(6) the patient's bladder control has gotten incrementally worse. Additional information received from the hcp reported that the patient experienced sharp shooting electric pain along the surface of her buttock to the hip joint area. An x-ray was taken in (B)(6) 2011, but the results were not reported. The hcp stated that the battery was almost depleted, but as soon as it was turned on the patient experienced the mentioned pain. Reprogramming was attempted on (B)(6) 2011. The hcp reported that the ins and the lead were explanted and replaced on (B)(6) 2011. Patient outcome was not reported.

Manufacturer narrative:
(B)(4).